Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012592884 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. During mechanical verification of steering and slide mechanisms, the slide control was stuck and the returned catheter was not able to advance or retract into the lab test sheath. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The c atheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed entangle electrode wires in the shaft segment. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter did not pass returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was difficulty extending the slider on the handle of the catheter and r etracting the catheter into the sheath after ablation of all the pulmonary veins (pvs). The catheter was eventually retracted into the sheath and removed from the body. Upon re-prepping, the slide tool remained difficult to extend. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.